Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. Customer saw red x on display. Customer¿s blood glucose was unknown at time of incident. Customer also reported that insulin pump also alarmed for another pump error followed by critical pump error. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage at electronic assembly and motor assembly. Unable to verify this alarm is generated when a power failure is detected due to critical pump error .